Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ligature clip. The incident occurred in surgery. It was reported that the plastic sheet in which the clips are placed break too easily in the end and also the front. Today a small piece was lost and had to inform the patient that it might be within the body. The facility claimed that the plastic is too thin. It was uncertain as to the location of the piece but after the operation the small plastic piece could still not be found. No intervention was reported. Additional information was requested. The malfunction is filed under aag reference (B)(4).

Event description:
Clarification was received on 11/19/2019: there was a small surgery delay due to the search for the piece of plastic in the "patient's" abdomen. It was confirmed that the patient has not sustained any injuries, but there is the possibility of a piece of plastic remaining in the patient's body. No extra medications have been given as a result of the incident. The sterile drapes were also examined for the missing piece.

Manufacturer narrative:
Manufacturing site evaluation: only one unused packaged cartridge is available for investigation. The used cartridges are missing. Investigation: the investigation was carried out visually and microscopically with the digital-camera "panasonic dmc tz8". We made a visual inspection of the unused packaged cartridge.. No visible damage was found. Additionally the instrument was inspected by the quality assurance of the production department. Regarding the analysis report: on the production side, no errors could be detected. Batch history review: the device quality and manufacturing history records have been checked for the lot number (52487841) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files a material defect and production error can be excluded. Without the used complained product we can not determine the exact cause. Based on historically gathered product experience, it appears there is the possibility for an usage error due to improper handling. The breakages could caused during removal the cartridges from the primary sterile packaging, by assembling or during surgery intraoperatively. Possibly an unfavourable position of the thumb led to the breakage during removal the cartridge. Another reason could be a breakage during assembly. An intraoperatively breakage could have been during application by contact with another instrument. There is also the possibility that the position of an other instrument near the cartridge was unfavorable. Another reason could be, that the cartridge was raised by skin tissue and the tip broke by intraoperatively actions. The breakage could have favored by the pre-damage during intraoperatively actions. A pre-damage could cause due to an assembly error or by removal from the sterile packaging. Furthermore according to the investigation report of the quality assurance of the production department: specification: work plan, inspection plan, drawing for article magazine pl572201; avo 0020 sab pl572201 ; pl572201 arburg syringes; sab pl572201; pl572201 syringes arburg; process monitoring with slider pl572205; ims 13-m-5-2-04-072-0 "tool handling and set-up processes in the plastics technology center and in the plastics production building 18". Current state: a functional test was performed on a returned pl572t (lot: 52487841) and assessed as ok. Follow-up measurements were performed on a returned pl572t (lot: 52487841). All test dimensions are within the permissible tolerance. In addition, the areas of the described fracture points were measured. The dimensions are also within the required tolerance. As an additional test, parts were taken from the finished goods warehouse (lot: 52559759) and the installed plastic magazine was also measured. All dimensions are within the permissible tolerance. There is no error on the production side. Possibly a missing removal of the magazine from the blister led to a pre-damage of the plastic nose. On the production side, no errors could be detected. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.